Event description:
The customer reported a leak of approximately 2 cups of greenish fluid under their coulter lh 500 hematology analyzer instrument. The leak was not contained within the instrument and the fluids associated with the leak were: blood, controls and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. The customer also reported running a sample that gave diluent comparison out of limits messages and partial aspiration errors which had an erroneous high hgb result (without instrument flag) on one of the runs compared to correct results. The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted by the event. Review of the provided data showed one patient sample was run 3 times in primary mode on their lh500 instrument and once on their act series instrument in whole blood mode. The lh500 gave an erroneous high hgb result on rerun1 without instrument flag compared to the act result. The initial and rerun2 results from the lh all had instrument generated p (partial aspiration) flags. All other parameters correlate. Per customer, the lh500 rerun2 results were released as correct since they matched the act results.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) found a diluent leak in tubing at pinch valve vl49, which was replaced and that resolved the leak issue. The failure mode for the leak was worn tubing at pinch valve pv49. The failure mode for the low hgb result is unknown; however, the instrument generated diluent comparison out of limits messages to alert the customer on an instrument problem. It is unknown if the leak impacted the result in this event.